Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user report was not confirmed. The black screen and buzzing sound were not present when putting the device in pneumoperitoneum mode. Additionally, current rectifier board was defective and causing the device to not power up properly. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer reported that their olympus high flow insufflation unit presented a black screen and a buzzing sound when the pneumoperitoneum mode was select during a laparoscopic procedure. According to the initial reporter, they completed the procedure using the subject device with minimal delay. There was no patient harm or consequence reported as a result of this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause for the faulty circuit board cannot be identified. Olympus will continue to monitor field performance for this device.